Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing and cartridge tubing. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 246 mg/dl